Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: pump reported of not alarming when babe's IV is going intersternal & downstream occlusion. Pressure set too high for premature babies, it needed to be less then 100.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.